Manufacturer narrative:
(B)(4). The customer reported that intermittently when operating with battery power, the device would unexpectedly shutdown. There was no pt involvement. Philips evaluated the device, could not recreate the reported condition and found no trouble with the device. Note that the customer did not send the battery in with the device. On (B)(6) 2012, the customer reported that the device had been returned to him. The customer replaced the battery that had been in use with the device which he stated was under 2 years old. The device has remained fully functional since it was returned to the customer, we cannot determine if the battery was the cause of the condition. The symptom could not be duplicated and the device passed all testing. Therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported that intermittently when operating with battery power, the device would unexpectedly shutdown. There was no pt involvement.